Manufacturer narrative:
The event occurred on an unreported date "since (B)(6) 2019" the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow-up.